Event description:
During verification testing at the service center, it was noted that the door roller was broken off.

Manufacturer narrative:
During testing, the device door roller was broken off. The device door could not be properly closed due to the broken door roller. When the device door is not properly closed, the cassette regulator will be opened and the valves will not be closed properly when the valves will not be closed properly when the device door is closed. The valves must be closed by the device mechanism valve pins in order to prevent fluid from flowing freely through the cassette. The probably cause for the broken device door roller was leaving the device door assembly in the open position exposing the device door roller to contact damage. This report represents all the info known by the reporter upon query by hospira personnel.